Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the laparoscopic inguinal hernia procedure, the balloon popped in patient. It was also noted that the valve of the device was defective and would not hold air. They continued to use trocars to complete the case. No patient injury.